Manufacturer narrative:
(B)(4). Product was not implanted complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Corrected: the shell was implanted in the patient; however, the locking ring packaged with the shell was discarded and a second locking ring was used to complete the procedure. This information does not change previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has been returned for analysis and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a procedure, the acetabular liner could not seat in the cup because the ring was deformed. A new ring was used from another cup package and an alternative liner was used to complete the procedure without patient injury or significant delay in the procedure.